Event description:
It was reported that the hs1 is failing its self test with a triple chirp. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.